Manufacturer narrative:
As the tip of the outback came through the sheath, it was noted that the distal tip had separated and the inner metal coil was exposed (the tip was connected by an internal coil from within the shaft). The entire device was able to be removed and no harm was done to the patient. During angioplasty of an iliac lesion during the same procedure, an aviator balloon ruptured longitudinally at 4 atmospheres. It was reported that there was highly calcified iliac plaque. The balloon did not re-wrap properly and only partially deflated causing minor resistance while being removed from the sheath. The device was not flow limiting and there was no patient injury. Isovue 300 contrast was used for the procedure with 60% saline and 40% contrast. A second aviator balloon was used to complete the procedure without incident. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00412 and 9616099-2011-00413.

Manufacturer narrative:
Complaint conclusion: as reported an outback catheter fractured at the distal end and an aviator balloon ruptured and only partially deflated. The outback was advanced into the left superficial femoral artery (sfa) through a 6f cook ansel sheath. The patient's vessels were extremely calcified and the aortic bifurcation was steep. There was some difficulty in advancing the outback into position, but the needle was deployed successfully and the chronic total occlusion (cto) was crossed. Upon retracting the outback, there was significant resistance as the distal needle housing reached the aortic bifurcation, and there was difficulty crossing over the bifurcation; however, the outback eventually came free and was able to be retracted out of the sheath. As the tip of the outback came through the sheath, it was noted that the distal tip had separated and the inner metal coil was exposed (the tip was connected by an internal coil from within the shaft). The entire device was able to be removed with no patient injury. During angioplasty of an iliac lesion during the same procedure, an aviator balloon ruptured longitudinally at 4 atmospheres. It was reported that there was highly calcified iliac plaque. The balloon did not re-wrap properly and only partially deflated causing minor resistance while being removed from the sheath. The device was not flow limiting and there was no patient injury. Isovue 300 contrast was used for the procedure with 60% saline and 40% contrast. A second aviator balloon was used to complete the procedure without incident. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device, vessel characteristics and/or procedural factors. There is no evidence to suggest that this was related to a manufacturing issue, therefore, no corrective action will be taken. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00412 and 9616099-2011-00413.

Event description:
As reported by sales rep, an outback catheter fractured at the distal end and an aviator balloon ruptured and only partially deflated. The outback was advanced into the left superficial femoral artery (sfa) through a 6f cook ansel sheath. The patient's vessels were extremely calcified and the aortic bifurcation was steep. There was some difficulty in advancing the outback into position, but they were able to do so. The outback needle was deployed successfully and the chronic total occlusion (cto) was crossed. Upon retracting the outback, there was significant resistance as the distal needle housing reached the aortic bifurcation, and there was difficulty crossing over the bifurcation; however, the outback eventually came free and was able to be retracted out of the sheath.